Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) MDR - it was reported that the lead was exchanged due to dislodgement. The procedure was performed without complications. The lead was not returned for analysis. No adverse patient side effects were reported.